Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient experienced migraine ("migraine headaches"), dysgeusia ("a metallic taste in her mouth"), vaginal discharge ("irregular vaginal discharge"), allergy to metals ("nickel allergy") and headache ("headaches"). On (B)(6) 2012, the patient had essure inserted. In december 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), rash ("skin rashes"), fatigue ("fatigue"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, migraine, rash, vaginal haemorrhage, menorrhagia and headache had resolved, the genital haemorrhage, dysmenorrhoea, dyspareunia, dysgeusia, feeling abnormal, vaginal discharge and allergy to metals outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, allergy to metals, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: dec2012; jan2013; (B)(6) 2013: hsg/tvu: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - outcome for the event migraine was added as recovered. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), dysgeusia ("a metallic taste in her mouth"), rash ("skin rashes"), feeling abnormal ("brain fog"), fatigue ("fatigue"), vaginal discharge ("irregular vaginal discharge"), allergy to metals ("nickel allergy") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, rash, vaginal haemorrhage, menorrhagia and headache had resolved, the genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, dysgeusia, feeling abnormal, vaginal discharge and allergy to metals outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, allergy to metals, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2012; (B)(6) 2013; (B)(6) 2013: hsg/tvu: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: new events: genital haemorrhage, headache, allergy to metals, menorrhagia were added. Reporter, patient demographic information, other relevant history,lab data added. Previously reported event pelvic pain, abdominal pain, rash, vaginal haemorrhage outcome, product start date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), dysgeusia ("a metallic taste in her mouth"), rash ("skin rashes"), feeling abnormal ("brain fog"), fatigue ("fatigue"), vaginal discharge ("irregular vaginal discharge") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery to remove essure on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine, dysgeusia, rash, feeling abnormal and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, feeling abnormal, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, migraine, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.